Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -5.5 diopter, into the patient's right (od) eye on (B)(6) 2020. On the same date, in a separate surgery, the surgeon exchanged the lens with a shorter lens due to excessive vault. The problem was resolved. The cause of the event is reported as device "(size)."

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in liquid in lens vial with clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. Claim# (B)(4).